Manufacturer narrative:
The reported event was confirmed - cause unknown. Received 1 drainage bag with inlet tube, sample port connector and foley catheter with syringe attached. Verified date code 6517ki. Visual inspection noted the blue stem was disconnected. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sample port fell out of closed system drain bag. A specimen port spontaneously fell out of the system's drainage tubing, resulting in an open system, and requiring a reinsertion. Customer also attached an image below showing the blue specimen/sample port having spontaneously fell out. Staff reported they did not manipulate the port in any way prior to finding it like this. In the image you can just make out how the staff found the device with the blue valve separate from the catheter drainage tubing. Customer used a standard foley drainage bag. Per follow up information received via email on 04feb2026, it was reported that the some of the lot/sn information had worn/rubbed off and I was and still am unable to decipher. There was patient impact related to the use of this device and the medical intervention was required. It was unknown what medical intervention was provided. The foley had to be removed. No troubleshooting was attempted, the system was open and the specimen port that ¿fell out¿ as contaminated at that point, so the foley had to be removed.